Event description:
It was reported that during an implant procedure, physician attempted to place the spinal cord stimulation (scs) leads into the epidural space at multiple levels, but the leads would not feed up to the appropriate level. The cause of obstruction was unknown. The case was aborted and patient was reportedly doing well. The leads were discarded.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7178043. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4).